Event description:
The customer filed the following report with pmt. Original implant date: (B)(6) 2011. Explant date: (B)(6) 2011. The doctor was completing a fill procedure on a patient that had received a bilateral mastectomy, when he removed the needle from the port saline leaked from both expanders. The doctor held pressure over the internal expanders. The doctor held pressure over the internal port and the leaking stopped. The doctor used a 21ga needle and was sure he had inserted into the ports because he felt the needle hit the metal plate on the bottom of the port. A couple weeks later the patient contacted the doctor to state that her bandages were wet. She went in for a check-up and the doctor decided to remove them and replace them. They were sent to pmt for investigation into the occurrence.

Manufacturer narrative:
Upon receipt of the return to pmt, it was noted that the shells had been cut, possibly to drain any residual saline that was left in the expander after removal. The internal port was tested for leaks as reported by the customer. A port pressurization test was conducted to detect any product malfunction. A 21ga needle was inserted into the internal port. The saline exits of the port were blocked, the internal port was pressurized to 7psi and then submerged with continuous pressure into the internal port. No air leaked from the internal port. No malfunction of the port could be detected.